Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140445 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number (B)(4) / lot m140445 and test base part number (B)(4) / lot m140445. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140445 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported that during routine patient testing, there was a false positive result with ID now covid 19 assay using a direct nasopharyngeal swab (nipro sponge swab types) on (B)(6) 2021. Repeat testing (same day) with a new nasopharyngeal sample generated negative results. Pcr confirmation testing (same day) on a nasopharyngeal sample with the fujirebio company lumipulse instrument also generated negative results. Per the customer, the patient was not symptomatic and was planning to start rehabilitation after transferring to the hospital, but the start of rehabilitation was delayed due to close examination and may have caused weakness in the patient; however, there is no serious effect for this event. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Refer to section 1.6, maintenance & cleaning, for further information. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.